Event description:
The reporter states that she obtained the blood glucose results of 200 mg/dl and 90 mg/dl on the accu-chek aviva system. The results were obtained within a 10 min timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.